Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received watchdog timeout pump error alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
After battery installation unit gave a full segment display anomaly due to faulty x2 at interface board. No unexpected/beep anomalies were noted. Unable to perform normal operating current. The stop (idle) current and run current measurement tests self test, rewind test and displacement test or verify e13 alarm due to full segment display. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The original interface board was removed and replace with a test interface board. No anomalies was notice after battery insert. Problem isolated to interface board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.